Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the left ventricular (lv) lead exhibited loss of capture, noise, and high impedance measurements. No intervention was reported. The patient was in stable condition.